Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not get multiple cartridges to slide onto the pump properly. There was no impact to the customer's blood glucose level. Reportedly, the customer had not started the load process on the pump. The customer started the load process, followed the prompts on the pump, and successfully loaded a new cartridge.